Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right atrial (ra) lead exhibited low pacing impedance and failure to capture. Fluoroscopy was performed and no abnormalities were noted. The lead was capped on (B)(6) 2025 and replaced with new lead. There were no patient consequences.